Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical field service technician. Upon initial inspection of the unit while on the previous settings, there were no fluctuations in the paw, amplitude, itime, or frequency settings. The unit ran for 15 minutes without issue. The service technician checked the unit thoroughly and completed the ventilator performance checks. The service technician rechecked for any loose hoses/cables and completed physical inspection. The service technician was not able to duplicate the customer's reported issue. This unit meets all manufacturers' specifications.

Event description:
It was reported to vyaire medical that the unit "stopped" running while in use on a patient. The customer stated that the screens went blank as well but they never lost power. There was no patient harm associated with this reported event. The patient was placed on another unit right away.